Event description:
It was reported that while using the surgical fiber during a prostate procedure, "laser fiber would only work intermittently" and the laser kept reading "too much activity". The fiber was replaced and the procedure completed using a second surgical fiber. Reportedly, the "patient was not injured, and was treated satisfactorily with a second fiber".

Manufacturer narrative:
"Too much activity" is likely the result of excessive fiberlife activity. Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.